Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the batteries are low and do not charge. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding a heartstart mrx defibrillator indicating that the batteries were low, and do not charge. The customer contacted support for assistance but then canceled the case. The customer was informed that service could no longer be completed on the unit as the device had reached end-of-life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customers site and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the cause of the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. This device is end-of-life (eol) and parts are no longer available for repair. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.